Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the ilet repeatedly cycled between start new sensor and sensor pairing, would not accept the dexcom pairing code, and displayed restart ilet 60 alerts, consistent with a bluetooth communications malfunction and a failure to read the cgm input signal from the circuit board. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact, and blood glucose was not affected because the ilet was not started. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a bluetooth communication error traced to the circuit board, aligning with a failure to read the cgm input signal. The complaint was confirmed in downloaded logs for alert 60. The fi technician verified the about ilet menu and all was in spec. Operated the device by extending and rewinding the leadscrew to 165 units with no issues. When the device paired to the app there was a small delay in connection but was able to sync and download the logs. This suggest a faulty u4 chip on the hoverboard was the cause of alert 60. The refurbish department will replace the hoverboard as a precautionary measure.